Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 207-208 mg/dl.